Manufacturer narrative:
Corrected: event/problem description. Date product rec'd by mfg. Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undetermined, insufficient information. Without patient details and x-rays it is not possible to determine a root cause for this failure. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be further investigated.

Event description:
On (B)(6) 2011, revision was done for recurrent dislocation. At the revision surgery, corrosion on the head and the stem neck junction were observed. The surgeon ordered (B)(4) to conduct detailed investigation for the junction. This hospital is an affiliated hospital to (B)(6) university, previous complaint; (B)(4). Straightness liner line taper test was conducted. Please could you check DHR review and complaint history review prior to full investigation since it is reportable event to the government?

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2011, revision was done for recurrent dislocation. At the revision surgery, corrosion on the head and the stem neck junction were observed. The surgeon ordered jjkk to conduct detailed investigation for the junction. This hospital is an affiliated hospital to sapporo medical university, previous complaint; (B)(4) and (B)(4) straightness liner line taper test was conducted. Please could you check DHR review and complaint history review prior to full investigation since it is reportable event to the government? Additional information received (B)(4) 2012. About stem, we know only this information. Product was aml-a(10/12 taper). About lot number - (B)(4). I registered the lot number as poly-liner. We checked the number with received poly-liner. Please check, if we mistake the number. Initial surgery was conducted in 1996. Month and date information couldn't be received.